Event description:
The device was returned for an air compressor failure. During initial startup the air compressor made excessively long recharge attempts with a "wheezing" sound indicative of a diaphragm tear. The device was reverted to manufacturing mode and underwent pneumatic hardware testing and failed consistent with a failed compressor. The only physical damage identified in the pump was to the lever boot retaining plate which was cracked.

Event description:
The following has been reported: biomed reported : this one came in stating broken. Unable to run test infusion due to errors. Patient harm reported : unknown. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.